Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for collagen outside of the skin since the sample was not returned for evaluation. The IFU indicates that this can happen with thin patient's and provides instructions for how to address this situation. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor pulled back the angio-seal to lock the anchor, he heard a snap and felt the device cap pull back further than expected. When the device pulled back, he noticed that the collagen was external to the patient, but the suture was still attached. He was able to maintain tension on the remaining part of the suture. The footplate was deployed. A 6fr femoral sheath was used with the device. The patient was in stable condition. The blood loss was less than 250cc's. Pre procedure angiogram was performed. There was no difficulty with access. Nil calcification or tortuosity. There was no patient injury, medical/surgical intervention required.